Event description:
The customer contact reported a leak. The tubing set was being used to deliver and unspecified medication. The customer contact reported that after the delivery was complete, the piercing pin of the tubing set was removed from the solution container and was connected to the tubing of a needleless valve device. It was reported that the tubing set was to be reprimed for a second medication delivery. The customer contact reported that during repriming of the tubing set, solution leaked from the air vent on the piercing pin of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.